Event description:
The aus was implanted on 3/9/83. On 9/2/87 the cuff was revised. On 5/29/97 the entire device was removed from the pt and replaced due to recurring incontienence-fluid loss-balloon.